Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during inspection at user facility that delrin ball from the latch mechanism of aseptic housing was disintegrating and the housing could open during a medical procedure. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during inspection at user facility that delrin ball from the latch mechanism of aseptic housing was disintegrating and the housing could open during a medical procedure. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the delrin ball is disintegrating, was confirmed. Through visual inspection, the technician confirmed that the delrin ball was missing from the housing. Device was placed in parts retention.

Manufacturer narrative:
Correction: lot # is changed from 12107 to 12340. Manufacturing date is changed from 04/16/2012 to 12/5/2012.

Event description:
It was reported during inspection at user facility that delrin ball from the latch mechanism of aseptic housing was disintegrating and the housing could open during a medical procedure. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.